Event description:
It was reported that the patient presented for in-clinic follow-up with elevated capture threshold, and failure to sense exhibited by the right atrial lead. It was determined that the lead had dislodged. The lead was explanted on and replaced. The patient was stable.